Event description:
It was reported that the customer's sensor read below the low limit and the insulin pump did not alarm for the low glucose reading. Customer's sensor reading was 50 mg/dl. Customer was not sure of their blood glucose reading. Customer feels like he did not hear the audible alarm or vibration and possibly slept through the alarm. The customer stated, he was calibrating more than he was supposed to. Customer checked his blood sugars and stated that they were fine. Customer stated that the sensor will start functioning fine again. Customer reported that his blood glucose level was between 120 and 129 mg/dl. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports on the event. Please see medwatch 2032227-2014-57839.